Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that fluid was found in the reservoir compartment of their insulin. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer dried the reservoir compartment with a q-tip. The customer did not return the product back for analysis.